Manufacturer narrative:
Additional info b5: medtronic received additional information that the leak came from the cannula. The cannula was not heated or cooled prior to use. The amount of blood loss was too great to provide data. A transfusion was required as a result of this leak. There were 2 units of blood (250-300ml) transfused. Medtronic received additional information that the cause of death and if patient's death believed to be linked to the performance of cannula are both yet to be clarified. Medtronic received additional information that the cannula was in use from (B)(6) 2025 (25 days). Correction h6: updated the annex a and annex e codes correction b5: it was reported that there was a sudden break at the lateral branch circulation involving the bio-medicus cannula. The cannula was not replaced to complete the procedure. The doctor asked the family to make the decision directly. The patient passed away. Correction d4: updated the model number, catalog number, lot number, UDI, and device expiry date correction e2: updated to yes correction e3: occupation updated to physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of a bio-medicus cannula, there was a sudden break at the lateral branch circulation. The use of the device was unspecified. It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the customer used a syringe to plug the port when it broke. Correction d3 (MFR name), d3.6 (postal code), d4.5 (unique identifier (UDI) #): these fields have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.